Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had an unknown mentor prosthesis implanted in 2011, that has since began leaking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No other information was made available. If additional information is made available in the future, it will be processed and submitted with a supplemental report.

Manufacturer narrative:
The initial report submitted on 8/16/2018 was rejected by the FDA for incomplete product information. Based on the currently available information, the complaint device is likely a saline device, as the description of the event is indicative of a saline prosthesis. The patient has confirmed that the device was mentor. If additional information is received in the future, a supplemental will be submitted. Manufacturer¿s reference number: (B)(4).